Event description:
Early 50¿s male with history of coronary artery disease. Procedure: heart cath, percutaneous transluminal coronary angioplasty (ptca). During procedure, the intravascular ultrasound sled would not pull back. No known harm to patient sled to report that would not pull back. (Refer to medsun report #(2022-8047) .the following day, another sled that would not pull back, I checked, and they had the same lot numbers. Manufacturer response for computer, diagnostic, programmable, na (per site reporter). Will obtain.